Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 2-lumen sphincterotome wire of the sphincterotome snapped. The issue occurred during an unknown therapeutic procedure. There was no report of patient harm.